Manufacturer narrative:
(B)(4). The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
Medwatch received stating: during peripheral angioplasty the balloon was inflated under fluoro. The balloon ruptured during inflation. Product was removed intact. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event previously reported was the actual date of event, (B)(6) 2016. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, there was no adverse patient effect and no clinically significant delay in the procedure. The target lesion was ultimately treated and the procedure was completed.